Event description:
It was reported that 7 bd vacutainer® rapid serum tubes (rst) blood collection tubes thrombin from an unknown lot, and 1 tube from a second unknown lot, had loose closure, and thus did not meet the stopper pullout force requirements during research and development testing. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: during r&d testing, we have identified instances where the 2nd stopper pullout force for some tubes did not meet our specification. (The 2nd pullout force is the force to remove the stopper after it has been removed and reinserted into the filled tube).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot numbers [190508, 190514] were not found for the reported catalog number [368774]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7 bd vacutainer® rapid serum tubes (rst) blood collection tubes thrombin from an unknown lot, and 1 tube from a second unknown lot, had loose closure, and thus did not meet the stopper pullout force requirements during research and development testing. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: during r&d testing, we have identified instances where the 2nd stopper pullout force for some tubes did not meet our specification. (The 2nd pullout force is the force to remove the stopper after it has been removed and reinserted into the filled tube.)